Event description:
On (B)(6) 2026 the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of up to 1000 mg/dl following infusion set changes from steel to teflon with two failed infusion sets. The user was transported to the hospital by a caregiver where the user was diagnosed in hyperglycemia and treated with IV insulin and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.